Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, replaced and calibrated to the optimal operating voltage. The power signal, backplane and generator interface (gib) pcbs were also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.